Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: v94u2p. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a hemicolectomy the white pad of the jaw detached. To continue the surgery, the doctor requested a device with the same characteristics. So he was given a new one with the same lot, and he continued without having any risk with the patient. The surgery ended well and without any further failure.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2021 an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.